Manufacturer narrative:
Preliminary analysis of the returned unit revealed that the observed behavior resulted from an issue with the power cable. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, following four installation attempts of the subject home monitor, the status led does not light up after connection. The plug adapter shows a normal yellow light.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, following four installation attempts of the subject home monitor, the status led does not light up after connection. The plug adapter shows a normal yellow light.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following four installation attempts of the subject home monitor, the status led does not light up after connection. The plug adapter shows a normal yellow light.